Manufacturer narrative:
Reported event was also reported via voluntary medwatch report mw5120700. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (value not provided), resulting in cardiac arrest, brain damage, and a diabetic coma. Subsequently, the customer passed away on (B)(6) 2023. The contact alleged that the pump did not deliver insulin properly, however, this could not be confirmed as multiple attempts were made by tandem technical support to obtain additional information; however, no information is available. At the time of this report, pump data is not available for review.